Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. There are directions to maintain aseptic technique when following troubleshooting. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the home patient (hp) received a system error (se) 2240 alarm (air in line) which occurred on the homechoice (hc) during drain 3. Technical service representative (tsr) helped the home patient (hp) to clear the error. The patient had disconnected from the setup and had reconnected. The hp was informed that they could use manual supplies or restart with new supplies on the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.